Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/11//2019.

Event description:
It was reported that while in use the ventilator turned off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
G4: 18mar2020; b4: 18mar2020. The customer troubleshot with technical support and reviewed the ventilator diagnostic report. Technical support found that the setup was not per the service guide. The customer was advised on the setup per service guide and to run performance verification tests. The customer reported that the ventilator was ran for 36 hours and was unable to duplicate the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.